Event description:
It was reported by a customer on (B)(6) 2011, the fiber was damaged at the tip at 157,694 joules. No patient injury was reported.

Manufacturer narrative:
The information regarding this complaint was received on (B)(6) 2011 which indicated that an MDR was required.